Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight and hypothyroidism. Concomitant products included escitalopram oxalate (lexapro), ethinylestradiol;norethisterone acetate (loestrin), levothyroxine sodium (synthroid) since 2012 and venlafaxine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and alopecia had resolved, the depression and abdominal pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Lab data added. Concomitant medication and condition added. Events : menorrhagia, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.